Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169882. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that prn luer slip adapter .75in inj site leaked during use. The following information was provided by the initial reporter: drug leaked from a septum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prn luer slip adapter .75in inj site leaked during use. The following information was provided by the initial reporter: drug leaked from a septum.